Event description:
It was reported that when using the bd pyxis¿ medstation¿ es intermittent connection issue ws reported with download delay. . The customer reported that the system was experiencing intermittent connectivity issues. The device alternated between displaying ¿not communicating¿ and ¿download delay¿ errors. Each time these alerts appeared, the machine was rebooted, which temporarily restored functionality. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had connection issues and download delays. A field service engineer (fse) connected to the station remotely and assisted the customer in retrieving ip information via remote support service (rss). The ip details for customer were obtained and forwarded to it team so they could lock down the ip. No further issues have been reported. The system functioned as intended after the field service engineer investigated the device.